Event description:
It was reported that while using bd phoenix¿ ap there was contamination. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: the complaint of "contamination" is reported in phoenix ap instrument. Customer reported a pattern of abnormal test values appear several times in several cases. No further response from customer though being followed up by bd. As further investigation could not be carried out without the response from customer and no returns were received to confirm the failure mode, this is an unconfirmed failure of a bd product. Device history record review for the instrument ap0379 was conducted and there were no abnormalities related to this failure mode during manufacturing acceptance testing. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ap there was contamination. No patient impact reported.